Manufacturer narrative:
The evaluation of the referenced cable found the image is missing/disappears when the cable unit is moved. No visible damage to the cable unit externally was noted. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that a customer 4k autoclavable camera head was returned to the regional repair center for a reported "although the cable has been replaced, it has the same defect" which occurred during inspection before use. During the inspection and testing, the camera was found to have a no image (reportable) malfunction due to a defective cable. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, correct entry to italy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cable was damaged probably by rotating it on small radius. Olympus will continue to monitor field performance for this device.